Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger reset) was confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause was contamination on the battery board and the y1 crystal oscillator was open. The cause of the inability to charge the battery packs is the contamination and open oscillator. The root cause of the contamination is liquid ingress of an unknown contaminant. The root cause of the open y1 crystal oscillator was unable to be positively identified. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was experiencing resets.